Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the sys continuously gave air during vitrectomy procedures involving three pts. The customer believed that air was coming alongside the white connector (the junction of the air tubing and fluid tubing). The staff had to use another cassette to resolve the issue each time. It was noted that no sys message code was displayed. There was no harm to the pts.